Event description:
It was reported that the patient received 10 inappropriate shocks due to right ventricular (rv) pace/sense (p/s) lead t-wave oversensing (twos). It was also reported that the rv high-voltage lead had low high-voltage impedance. A possible lead insulation failure was suspected. The rv p/s and high-voltage leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2009, 5076-52, lead, implanted: (B)(6) 2009; 6937-35, lead, implanted: (B)(6) 1997. (B)(4).